Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has consistently experienced fluctuating blood glucose (bg) levels since before beginning tandem pump therapy in (B)(6) 2014. Contact stated that between (B)(6) 2016, customer's bg levels have fluctuated between 49-301 (mg/dl). Customer consumed carbohydrates and food to treat low bg levels, and customer administered correction boluses to treat elevated bg levels. Reportedly, customer has been working closely with health care provider (hcp) regarding diabetes management. Recommendation was made to continue to work with hcp on diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.